Manufacturer narrative:
The event occurred in (B)(6). Other: na.

Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix. No adverse event reported. Suspect device has been returned.